Event description:
It was reported that the implantable cardioverter defibrillator exhibited diagnostic issue. The device was reprogrammed and the issue was resolved. The patient was stable throughout the whole event.